Manufacturer narrative:
(B)(4). Due to intra-operative issues, the device was not implanted/explanted. Manufacturing location: (B)(6). Manufacturing date: january 19, 2015. Expiry date: january 01, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate of the zero-p implant continued to detach from the cage more easily than it should have during an anterior cervical discectomy and fusion (acdf) procedure on (B)(6) 2017. This occurred when trying to implant the zero-p implant into the intervertebral disc space. There was a five (5) minute surgical delay as a new zero-p implant was opened and used to complete the surgery. No harm to the patient was reported. The surgery was successfully completed with patient outcome reported as fine. Concomitant devices reported: implant insertion device (unknown part and lot number, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: it was reported that the plate of the zero-p implant continued to detach from the cage more easily than it should have during an anterior cervical discectomy and fusion (acdf) procedure on (B)(6) 2017. This occurred when trying to implant the zero-p implant into the intervertebral disc space. There was a 5 minute surgical delay as a new zero-p implant was opened and used to complete the surgery. No harm was reported to the patient. The surgery was successfully completed with patient outcome reported as fine. The 04.617.125s, lot number 9308004, zero-p implant 5mm height lordotic-sterile was returned with the interbody plate attached to the peek spacer. This complaint was able to be replicated at customer quality (cq). The returned implant disassembled easier than intended. When applying opposite loading to the two components, the interbody plate easily detached from the peek spacer. No definitive root cause was able to be determined. In order for the plate to separate from the peek spacer, opposite loading must be applied to the two components, which can occur during implant insertion if proper distraction is not previously achieved. Alternatively, hole preparation and/or screw insertion outside of the recommended screw insertion range could introduce stresses which could contribute to the complaint condition. Consistent detachments of the interbody plate and peek spacer can loosen the connection, causing the implant to be easily disassembled. This complaint is confirmed. A visual inspection, DHR review, and drawing review were performed as part of this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.